Event description:
It was reported that the atb35 was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that on the second and third firing, the staples malformed. A new device was used to complete case. There was no consequence to the pt. 3/31/98 message rec'd from affiliate. The procedure date is unk.

Manufacturer narrative:
H6:damaged firing mechanism. Endopath thoracic endoscopic linear cutter with safety lock-based upon the information received and the visual examination, it was concluded that the instruments were returned non-functional. The instruments were dissassembled and were found to have a damaged firing mechanism. No conclusion could be reached as to how this damaged occurred.